Manufacturer narrative:
Section d4, h4: additional information. Manufacturer¿s investigation conclusion: a specific cause for the reported events and ultimate patient outcome, as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015, via customer order (B)(6). The current heartmate ii lvas IFU lists stroke, bleeding, cardiac arrhythmia, and death as adverse events that may be associated with the use of heartmate ii left ventricular assist system in section 1 ¿introduction¿. Section 6, ¿patient care and management¿ also lists arrhythmia as a potential late postimplant complication. Section 6 under "anticoagulation", also contains information regarding the recommended anticoagulation therapy and inr range that should be maintained for patients using the device as well as the recommended anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired due to stroke. Patient was admitted on (B)(6) 2020 for closure of aortic velocity (aov). Patient was taken to the operating room on (B)(6) 2020 which was complicated by aortic injury repair and circulatory arrest for 54 minutes. Patient developed hemorrhagic shock and required cardioversion for vt. Subacute embolic infarcts were noted in bilateral frontal, right parietal and right occipital lobes on (B)(6) 2020.